Manufacturer narrative:
Additional information: according to the currently available information, it appears that there is a problem with the active electrode, possibly caused by broken wires due to an external mechanical impact. However, to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been scheduled yet.

Event description:
Patient no longer had any hearing sensations with the device. External parts have been changed without improvement. It is unknown if an accident or trauma has occurred. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has no hearing sensations with the device. External parts have been changed without improvement. Whether an accident or trauma has happened is unknown. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Patient no longer had any hearing sensations with the device. External parts have been changed without improvement. It is unknown if an accident or trauma has occurred. The patient was re-implanted..